Event description:
Customer reported a malfunction with the pump, indicated by malf 5 and fault ID 5-0x2147. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the pump to be replaced and confirmed the shipping address. The customer was instructed on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days, switching to multiple daily injections (mdi) as a backup therapy.